Event description:
Updated summary: the customer fainted and fell due to low blood glucose and was treated in the emergency room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a severe low blood glucose event with hospitalization, followed by high blood glucose after discharge. Blood glucose value at the time of the event was 20 mg/dl. The customer experienced symptoms of fall and head injury during the event. The customer experienced hypoglycemia and had an emergency room visit and was treated with carbs and hyperglycemia with an insulin pump. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a, and mmt-7040a. Troubleshooting was performed for low blood glucose, and further troubleshooting was declined by the customer. No product issues were confirmed, and the customer was advised to monitor her blood glucose and call back as needed the customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.